Event description:
The customer reported that the "speaker of the intellivue multi measurement server x2 was defective". No patient or customer harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the "speaker of the intellivue multi measurement server x2 was defective". No death or patient/injury or harm was reported.